Event description:
Per oos, this pt arrived in the ER in tachycardia. The device was not treating the tachycardia and, when interrogated, the device was found to be eos. Noise is suspected on the rv lead, which remains implanted. Lumax 340 dr-t, (B) (4), MDR 1028232-2009-01629.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of an inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.